Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she was pretty low, unresponsive. Patient stated that she is in kidney failure, physician stated that insulin is sitting in the body. The current blood glucose reading is 331 mg/dl. Customer treated with insulin pump. Nothing further reported.